Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The target nodule was 9 millimeters in size and abutting the fissure. The pneumothorax was identified mid-procedure via fluoroscopy and a chest tube was placed. The procedure was completed as planned with no further delays. The patient was admitted to the step-down unit. The physician reported that the pneumothorax was not related to a product issue or technique, but rather the nodule's contact with the fissure, and it would have likely occurred via another modality. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.